Event description:
Caller reported damage to a tandem charging cable, with the wire sticking out and the charging supplies no longer functional. There was no reported impact to the customer's blood glucose level. Technical support arranged for the replacement of the damaged charging supplies via 2-day shipping.